Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis patient went to the hospital due to not feeling well and for a lack of sleep. The patient reported the liberty select continually alarmed throughout the night. The patient treatment is tidal based. The patient was able to complete treatment on the cycler. It was reported the patient is trained to perform stat drains and continuous ambulatory peritoneal dialysis, if necessary. The cycler was not replaced. It was reported the patient will follow up with their peritoneal dialysis nurse to adjust the tidal treatment settings. Additional information was solicited, but unavailable.

Manufacturer narrative:
Added clinical review clinical conclusion: the file was assessed for the need for clinical investigation completion. The reported information, which included a report that the patient was hospitalized (B)(6) 2018 due to not feeling well and lack of sleep, was reviewed. On (B)(6) 2018, the patient¿s daughter reported the liberty select cycler was encountering drain complication messages during treatment. The contact states the lack of sleep is due to the alarms from the cycler. Technical support worked with the patient contact to inform her why the cycler was alarming and she was able to set up with new supplies to complete treatment. A replacement cycler was not requested as the cycler was performing as designed. The patient would follow up with the nurse as they might have an issue with her tidal therapy prescription. There is no information about the patient¿s hospitalization or if any treatment was provided to the patient. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. The completion of a clinical investigation is not required.